Event description:
It was reported that externalized conductors and noise were observed on the lead during a normal device change out. There were no electrical anomalies. The lead was explanted and replaced. The patient was doing well post procedure.

Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 17.4cm was returned for analysis. External insulation abrasion was noted at 7.1-7.4cm from the connector pin, consistent with lead friction to the device can. The re coil was exposed at this location, consistent with the field observation of noise.